Event description:
It was reported to boston scientific corporation that a wallflex biliary rx covered stent was implanted within the common bile duct of a patient on (B)(6), 2012 during an endoscopic retrograde cholangiopancreatography (ercp) procedure with stent placement. According to the complainant, the stent was being implanted to treat a 2 cm stricture within the common bile duct of a patient due to cancer. The patient's anatomy was not tortuous, and it had not been dilated prior to the stent placement. During the procedure, following deployment of the stent, the physician noticed that the proximal end of the stent was protruding too far out of the papilla, and the stent itself was kinked. The physician decided to remove the deployed stent from the patient, and implant another wallflex biliary rx covered stent to complete the procedure. There were no patient complications as a result of this event. The patient's condition was reported to be stable post procedure.

Manufacturer narrative:
A visual examination of the returned device revealed that the stent was fully mounted on the delivery system. No issues were noted with the profile of the device. During a functional analysis, when the distal handle was retracted, the inner shaft exited through the guidewire access port and the outer sheath could not be retracted. The shaft was dissected proximal to the guidewire access port and the inner shaft and stent were withdrawn. The compressed area of the inner shaft was kinked proximal to the yellow inner jacket from where it had exited through the guidewire access port. No issues were noted with the deployed stent and no issues were noted with the movement of the outer sheath proximally or distally. Based on the investigation results, which indicate that there was no damage to the stent, that it was fully mounted on the delivery system, and that it could not be deployed, this is no longer a reportable event. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The investigation concluded that this complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx covered stent was implanted within the common bile duct of a patient on (B)(6) 2012 during an endoscopic retrograde cholangiopancreatography (ercp) procedure with stent placement. According to the complainant, the stent was being implanted to treat a 2 cm stricture within the common bile duct of a patient due to cancer. The patient's anatomy was not tortuous, and it had not been dilated prior to the stent placement. During the procedure, following deployment of the stent, the physician noticed that the proximal end of the stent was protruding too far out of the papilla, and the stent itself was kinked. The physician decided to remove the deployed stent from the patient, and implant another wallflex biliary rx covered stent to complete the procedure. There were no patient complications as a result of this event. The patient's condition was reported to be stable post procedure.